Manufacturer narrative:
Conclusion: a device history record (DHR) review was performed on the valve and the delivery catheter system (dcs) lot. There were no correlations or issues identified regarding manufacturing. The devices were manufactured per approved and released manufacturing processes and the devices met all applicable manufacturing specifications prior to release for distribution. Analysis of the returned valve found all leaflets to be intact and in a closed position. The leaflets had a slight twist and there is a slight bend on the outflow crown in a frame cell. It is unknown if this type of damage occurred as a result of frame misalignment during loading of the valve or if this bend occurred during the surgical explant of the returned valve. The dcs was also received for analysis with the tip retrieval components detached and one half of the tip retrieval component was not returned with the device. The description of the event does not indicate that the tip retrieval components detached during the reported issue. The cause of this detached components cannot be determined with the available information. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. A kink was observed in the inner member shaft; however the description of the event does not indicate that this damage occurred during the reported issue. Inner member shaft kinks have historically been observed when the device is returned for analysis with the capsule open and no stylet in place to support the shaft, as was observed in this case. It was reported that turning of the deployment knob was difficult and there was a lack on 1:1 response and tension built up in the system, which resulted in the valve being unintentionally deployed. A lack of 1:1 response from the handle to the capsule is indicative that increased forces in the system. Sources which may contribute excess force or tension in the device include load quality and packing density of the valve in the capsule, bends and kinks on the shaft, and tortuous anatomy and guidewire and sheath selection. However, the cause of the reported tension and difficulty deploying the valve cannot be conclusively determined with the available information. The valve was approximately 12-14 mm in the surgical valve and echocardiogram indicated moderate to severe mitral regurgitation. Per medtronic's best practices the target implant depth should be between 3 - 5 mm. Mitral regurgitation can potentially be affected by factors such as an implant depth which impinges on mitral valve function or damage to the mitral valve itself. Mitral valve regurgitation or injury is a known potential adverse event listed in the evolut system instructions for use (IFU). The cause of the laceration was unknown however the laceration was located where the anterior mitral leaflet hinged on the inflow crown of the valve. With limited information available, we do not know if the reported damage to the mitral valve leaflet, was due to a deep implant of the evolutr valve or if the patient had a pre-existing condition of mitral regurgitation. There is no information to suggest a device malf unction or a failure to meet manufacturing specifications. Codes for system reported device: evaluation code-method: 3331 evaluation code-results:114 evaluation code-conclusion:4315 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the valve was received its original packaging and original container jar, submerged in clear solution. All leaflets were in the closed position with a slight twist at the point of coaptation. All leaflets were slightly stiff yet flexible and intact. All commissures were intact. A bend on one frame in the outflow crown was observed. The damage may be associated with frame misalignment during the loading process. The inflow crown was intact with no evidence of damage. No other damages outside of the bent strut were noted on the valve. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the handle was not intact. The device was received with the tip retrieval components detached from the dcs. The male tip retrieval component was not returned with the dcs. The deployment knob retracted and advanced the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame at the proximal end of the capsule. A kink was observed on the inner member at the proximal side of the inner member. The deployment knob and the trigger could both be used to retract the capsule only if the flush hub body was held in place. If the flush hub body was not held in place, the capsule would not retract with either the deployment knob or the trigger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: e volutr-26-us, serial/lot #: (B)(4), ubd: 01-jul-2021, UDI#: (B)(4). Product analysis: no products were returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, within a pre-existing non-medtronic surgical valve, it was reported that 1:1 deployment function with the delivery catheter system (dcs) was lost during the deployment attempt. Tension was built up in the system which appeared to have caused the valve to be fully deployed without fluoroscopic visualization and without the physician's intention to deploy the valve. Fluoroscopy was turned back on and it was noted the valve had been deployed without further turning of the deployment knob. The implant depth of the valve was approximately 12-14 millimeter (mm) in the surgical valve. No aortic insufficiency was noted however echocardiogram indicated moderate to severe mitral regurgitation (mr, which was not present in the pre-operative echocardiogram. Further assessment using transesophageal echocardiogram (tee) revealed an anterior mitral leaflet laceration. The cause of the laceration was unknown however the laceration was located where the anterior mitral leaflet hinged on the inflow crown of the valve. Subsequently, open heart surgery was utilized to successfully explant the valve and repair the mitral leaflet laceration. It was reported that turning of the deployment knob was difficult. No additional adverse patient effects were reported.